Manufacturer narrative:
Additional info has been requested and if received will be reported on a supplemental report.

Event description:
The fibula plate was used for the distal fibula fracture. While drilling with 2.5mm drill bit, the drill bit was blunt and took a long time. The surgeon replaced the drill bit with another and finished the drilling.